Event description:
It was reported that when the physician began ballooning, balloon ruptured at 300psi, volume prior to rupture was 2cc. The procedure was successfully completed with a new product. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis: complaint return ibt partially inflated as received. Apparent blockage in the cannula rendered the instrument unable to be inflated or deflated, preventing further functional evaluation of the balloon. Unable to determine root cause of the foregoing event from the available information. The ibt was received in a condition unsuitable for analysis.